Event description:
It was reported that an asymptomatic patient presented in the operating room for changeout due to normal eri. Electrical function was normal and no anomalies were detected. Review of fluoroscopy noted externalized conductors. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.